Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the customer experience indicated cleaning of the jaws. Similar incidents have shown that a buildup of eschar within the blade channel of the jaw can prevent smooth actuation of the blade. The exact root cause of this incident, however, remains unknown. This document represents our final report.

Event description:
Left colectomy - "the procedure was very long (about 7 hours). The surgeon used it a long time. He cleaned the jaws a lot of time. But the jaws became hard to open and the blade didn't cut very well anymore towards the end of the procedure. So a second voyant device needed to be opened." Patient status - "ok."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.